Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
Boston scientific received information that this left ventricular lead is now in the anterior position. The lead is oversensing resulting in inhibition of therapy. Programming changes were made to correct this issue. It was noted, the lead will remain as is, even though dislodgement could not be ruled out. No adverse patient effects were noted.